Manufacturer narrative:
Follow-up # 1 ((B)(6) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient in the netherlands contacted lifescan to report the one touch vita2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(4) 2011 at 8:00 am, the patient obtained the blood glucose reading of 11.0 mmol/l on the reported meter, which she claimed was inaccurately high compared to her expected values. Based on this elevated reading, the patient took an increased dose of insulin, specific dose not provided. The patient manages her diabetes with insulin taken on a sliding scale. At 12:00 pm the patient experienced the symptoms of shaking, dizziness and she fell asleep. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the meter was programmed for the correct unit of measure. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she took an increased dose of insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Retain test strip testing was performed in (B)(4) 2011 with passing results.